Event description:
Co2 would not flow with filter on. Would not work unless filter was removed.====================== health professional's impression======================filter has "hourglass" tapering look to it, possibly hindering flow.====================== manufacturer response for laparoscopic pack, (B) (4) laparoscopic pack======================rep has been called and has taken samples from sister hospital and will come get this sample.